Event description:
It was reported that the patient came into the clinic on (B)(6) and it was determined that there was a catheter issue and a revision was scheduled for the report date. During the revision, healthcare provider (hcp) may replace the spinal segment with a 8598a and what boots and pins to use were discussed. The manufacturer representative was going to suggest that the hcp aspirate from the catheter access port (cap) to clear the proximal segment. It was discussed that if he doesn¿t, to only prime the section that was replaced on the spinal end. The device system was used to deliver baclofen. It was later reported that the patient experienced increased spasticity. A catheter dye study was done and they could not get flow. During the catheter revision, there was no obvious fracture, but they could not get flow. The catheter was revised with an ascenda 8780 catheter. As of (B)(6) 2013, the patient was doing well.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).